Event description:
It was reported that the patient had the implantable neurostimulator (ins) revision done in (B)(6). It was unknown if the ins replacement was due to normal battery depletion. No further details were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 7495lz40, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2007, product type: extension; product ID 7495lz40, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2007, product type: extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer, patient; product ID 7495lz40, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2007, product type: extension. (B)(4).